Event description:
Hold for wh 1/11. A us distributor reported that a monitor was resetting.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (abnormal shutdowns/dl code 203 and service code 104) has been confirmed. Upon investigation the monitor was unable to complete incoming testing. The cause for the failure was due to contamination on the j101 of the ca board and sd card. Additionally high voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.